Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported with a description of lens was explanted at secondary procedure due to scratched lens. The scratched iol disturbed the vision. Symptoms were resolved. Additional information was requested. There are two medical device reports associated with this report. This is 2 of 2.

Manufacturer narrative:
Additional information was provided in d.10. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Iol(intraocular lens) returned positioned incorrectly in the iol case. Solution is dried on the iol. Both haptics are broken/torn and not returned. The lens optic is broken into two pieces adhered to each other. The optic edge is nicked/chipped-rejectable. The optic surface is scratched/marked-rejectable. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. We are unable to determine the root cause for the reported complaint "iol scratched, explanted ". The optic was returned broken into two pieces adhered to each other, which is consistent with lens having been explanted. The product was subject to handling and the reported damage was highlighted post implantation. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.